Manufacturer narrative:
This report is filed april 2, 2014.

Event description:
Per the clinic, the patient experienced non-auditory facial nerve stimulation with device use; however, the issue could not be resolved.the device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).